Event description:
Unable to access portacath. Catheter noted to be in right atrium. Presented to angio for retrieval and replacement. The port was removed from chest and on inspection demonstrated that the catheter had fractured approximately 2 cms from its junction to the port.